Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, 99% stenosed right coronary artery. No predilatation was performed prior to the attempt to direct stent with the 2.5x23 mm xience prime. Pressure was applied in an attempt to inflate the stent delivery system balloon (sds); however, it did not inflate at all and a leak was noted; however, it is unknown if this was from the balloon or from the shaft. The sds was retracted from the anatomy, with the stent implant mounted on the sds balloon. The procedure was completed by performing plain old balloon angioplasty. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: runthrough; guide cath: launcher al10. No pre-dilatation it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. The IFU deviation likely caused or contributed to the reported difficulties.